Event description:
Per the clinic, the device was explanted on (B)(6) 2025, due to the patient's dissatisfaction with the device, as it did not meet the expected outcomes. There are no plans to reimplant the patient with a new device as of the date of this report.